Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced "app failing to alert, vibrate or sound ". No additional patient or event information is available. Data was provided for investigation. Data investigation shows low alerts were enabled and that alerts were being presented with audible volume on (B)(6) 2018. Confirmation of the complaint app failing to alert, vibrate or sound, was not confirmed via data. The root cause could not be determined via data as the reported allegation was not found.